Manufacturer narrative:
The customer returned the suspected contour next gen meter, two vials of contour next test strips and contour next control solution from lot # 2bv2g95 for evaluation. An in-house testing was performed with the returned meter, returned test strips and returned control solution, which gave a satisfactory performance. The control readings obtained during the in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
The customer called to report that he ran control tests with the contour next gen meter and obtained readings of 262 mg/dl. At 1:56 p.m. And 107 mg/dl. At 2:10 p.m. During the call, an additional control test was run and a reading of 115 m/dl was obtained at 2:55 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.